Event description:
The patient was implanted with a left ventricular assist device. Approximately 1 month post-implant, the patient received red heart alarms and an increase in power was noted. A ramp study revealed no change in left ventricle (lv) dimension with an increase of speed from 8,000 to 12,000 rpm. A low pl value was noted and the aortic valve was opening with every beat. A decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted device for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.